Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported going to the emergency room for high blood glucose. Her blood glucose was 126 mg/dl. She was feeling extremely nauseas. She stated that when she went to the emergency room, her blood glucose was in the normal range. She was given an insulin injection. In troubleshooting, the drive support cap appeared normal. There was no air in the tubing. Insulin exited during the manual prime. There was no leak. The settings and history are correct. The cannula was not bent. Customer was told to call back when she receives tubing clamps to complete troubleshooting. Nothing further reported.